Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve, missing shell assessed as inconclusive and broken device on anterior side assessed as surgical damage. ¿ other-technical: not observed particles in valve. ¿ use error: not observed, device is not a sizer but a saline device. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.